Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "frequent possible helium loss 2 alarms. They are coming every 2-3 minutes". Additional information states that the iab catheter failed the leak test. Teleflex sales rep reccomended that the iab catheter should be removed. It is unknown if the iab catheter was removed.

Manufacturer narrative:
(B)(4). The reported complaint for "frequent possible helium loss 2 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "frequent possible helium loss 2 alarms. They are coming every 2-3 minutes". Additional information states that the iab catheter failed the leak test. Teleflex sales rep reccomended that the iab catheter should be removed. It is unknown if the iab catheter was removed.